Event description:
Complaint alleged that the head hi lo was drifting down slowly over a period of time.

Manufacturer narrative:
Technician found that the head hi lo was drifting down slowly over a period of time. Trend valve was sticking. Replaced the ER trend valve to resolve this issue. Bed located in (B)(6) - a room they were not using.